Event description:
It was reported that (1) 5dcs device was used during a coronary artery bypass graft with endoscopic vein harvesting procedure. It was reported by the rep that the physician assistant was harvesting the saphenous vein. The surgeon went to transect the saphenous at it proximal end up (near the groin) and the scissor would not cut. The physician assistant repeated this attempt and finally opened another scissor at this time, he was able to transect the vein appropriately. There was no consequence to the pt.